Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 244 mg/dl. The customer stated that she went to bolus and the screen was completely blank. The customer stated that she changed the battery 3 times and the screen is still blank. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage at electronic assembly. Also, the insulin pump was received with moisture damage on the motor, battery tube and vibrator assembly. The insulin pump received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.